Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, bowel obstructions, recurrence, infection, abscess, pain, bowel injury, and mesh failure. Post-operative patient treatment included revision surgery and removals due to mesh adhesions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic mesh repair of ventral hernia, diagnostic laparoscopy and extensive adhesiolysis. He had revision surgery 11 months post-surgery. The patient underwent ventral hernia. The patient experienced removals due to mesh adhesions, bowel obstructions, and mesh failure.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, bowel obstructions, recurrence, infection, abscess, pain, bowel injury, mesh failure, elevated white blood count, electrolyte imbalance of hypophosphatemia & hypokalemia, hypopotassemia, fluid collection, foreign body granulomatous inflammation, inflammation, fibrosis, thickened skin, lesion in transverse colon, stricture, mrsa, serosal tear, ileus, cellulitis, fever, chills, sweats, decreased appetite, erythema, drainage from wound, tenderness, purulent drainage, seroma, acute abdominal lump, coughing, anorexia, malaise, abdominal distention, induration, area of fluctuance, fluctuant lesion above umbilicus, fibrotic tissue, & sinus tract. Post-operative patient treatment included revision surgery, mesh removal, CT scan, exploratory lap, lysis of adhesions, serosal tear reapproximated with sutures, ng tube, pca pain pump, IV electrolyte supplementation, antibiotics, CT guided drainage of abdominal fluid collection, removal of drainage catheter, ultrasound guided central catheter line placement, IV antibiotics, hospitalization, evacuation of abscess, IV fluids, wound care, & use of abdominal binder.

Manufacturer narrative:
Additional info: a4, b2, b5, b6, b7, d4 (expiration date), d6b, d10, g1, h4, h6 (patient codes, ime e2402: elevated white blood count, thickened skin, lesion in transverse colon, ileus, anorexia, induration, area of fluctuance, fluctuant lesion above umbilicus, sinus tract), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, bowel obstructions, recurrence, infection, abscess, pain, bowel injury, mesh failure, elevated white blood count, electrolyte imbalance of hypophosphatemia & hypokalemia, hypopotassemia, fluid collection, foreign body granulomatous inflammation, inflammation, fibrosis, thickened skin, lesion in transverse colon, stricture, mrsa, serosal tear, ileus, cellulitis, fever, chills, sweats, decreased appetite, erythema, drainage from wound, tenderness, purulent drainage, seroma, acute abdominal lump, coughing, anorexia, malaise, abdominal distention, induration, area of fluctuance, fluctuant lesion above umbilicus, fibrotic tissue, perforation, allergic reaction, allergic reaction, perforation, abdominal pain, scarring, bowel issues & sinus tract. Post-operative patient treatment included medication, revision surgery, mesh removal, CT scan, exploratory lap, lysis of adhesions, serosal tear reapproximated with sutures, ng tube, pca pain pump, IV electrolyte supplementation, antibiotics, CT guided drainage of abdominal fluid collection, removal of drainage catheter, ultrasound guided central catheter line placement, IV antibiotics, hospitalization, evacuation of abscess, IV fluids, wound care, & use of abdominal binder. Concomitant device: protack tackers